Manufacturer narrative:
An olympus field service engineer (fse) visited the customer site. It was confirmed that moisture damage to the front panel print caused the issue. In addition, residue was found in the air hose. The device was repaired on site by replacing the front panel and the air hose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that most of the status - light emitting diodes (leds) on the front panel of the xenon light source are not working but the buttons can still be operated. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: h4 and h6. Correction on field h3, "not returned to manufacturer" was inadvertently not selected in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that moisture has penetrated between the cover and the front panel, causing corrosion of the front panel board. This caused most of the status lights on the front panel do not illuminate. It was not possible to determine the cause of the moisture getting between the cover and the front panel. The event can be detected/prevented by following the instructions for use which state: danger if fluids are spilled on or into the light source, stop operation of the light source immediately and contact olympus. Do not prepare, inspect, or use the light source with wet hands. Olympus will continue to monitor field performance for this device.